Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it was not returned in any original packaging. The distal anchor is broken at the top of the internal threads, just below the eyelet. The top of the distal anchor was not returned. The lower portion of the distal anchor is inside the insertion device. The distal plug is on the insertion device with no visible defect. The proximal anchor was not returned. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug and rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the implant material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in any original packaging. The distal anchor is broken at the top of the internal threads, just below the eyelet. The top of the distal anchor was not returned. The lower portion of the distal anchor is inside the insertion device. The distal plug is on the insertion device with no visible defect. The proximal anchor was not returned. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug and rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the implant specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the tip of the healicoil knotless suture detached when passing the sutures through the distal tip. The back-up device used in the originally drilled bone hole. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.